Event description:
A malfunction was reported on the customer's pump, but no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, assisting the caller with the process, and ensured that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.